Event description:
Primary stability achieved, no osseointegration. Very dens bone, perhaps osteopetrosis. One day post op very strong pain, medication ineffective, pain increasing. Implant removed (same patient as (B)(6).